Event description:
Device malfunction: device #1, balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure the right superficial femoral artery, the agiltrac dilatation catheter was advanced without significant resistance. During lesion pre-dilatation, the balloon ruptured at 4 atmospheres, below rated burst pressure. The balloon and delivery sys were completely removed uneventfully. Lesion dilatation was completed using a non-abbott balloon. There was no adverse pt effect. Though requested, no add'l info was provided. A second agiltrac was advanced to the target lesion after device preparation was done and all air was removed by pulling negative pressure on the balloon. The inflation device was attached, and the physician immediately observed air bubbles in the rotating hemostatic valve and connective tubing. The device was completely removed and a balloon pinhole was confirmed. Lesion dilatation was done using a non-abbott balloon. There was no adverse pt effect. Though requested, no add'l info was provided.

Manufacturer narrative:
Device # 2: agiltrac peripheral dilatation catheter .035, lot 6082851 referenced is being filed under a separate medwatch report. Eval summary: the agiltrac balloon catheter was returned with the balloon folds relaxed. There was a rupture in the balloon over the proximal marker. The device had a deep gouge and scratches, extending from the distal of the catheter to the torn balloon material, located in the proximal taper, proximal of the proximal balloon marker. The torn balloon material was pushed proximally resulting in an accordion shape. This type of longitudinal gouge leading up to the tear has not been observed during mfg. The damage observed could be caused by another device, such as a guiding catheter with a rough edge. No mfg issue was detected. A root cause for the torn balloon material and gouge could not be determined. All over the wire agiltrac .035" balloon catheters are 100% visually inspected for shaft damage and balloon damge and 100% balloon dimensional and leak testing. The device lot history record showed no non-conformities and a query of agiltrac .035" data base showed no similar complaints. The test data from the lot history record for reliability engineering on-line showed that the tested samples far exceeded the product spec.